Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The blood glucose reading was between 95-120 mg/dl. The most recent blood glucose reading was 98 mg/dl, compared with the sensor glucose reading of 62 mg/dl. The customer was advised that the sensor would be replaced. Nothing further reported.